Event description:
Report of power supply for pump causing a short that caused an electrical short circuit. Report received from abbott intl. Affiliate, abbott australia, which states: "nut for alternating cord retaining clip became loose inside power supply and caused an electrical short circuit. Power to recovery ward was lost for an unknown period of time." Add'l info has been requested, but no further info has been received. If further info becomes available, it will be forwarded to the agency.